Event description:
A patient reported possible inaccuracy with a fasttake meter. Patient has diabetes mellitus since 1993 and is on insulin since 1995. Patient self-monitors blood glucose 4 times/day before each meal. In 2001 at 4:00 pm, patient suddenly "tilted" while sitting at the desk at work and lost consciousness. Patient's head hit onto the desk and patient fell off the seat. Patient got several abrasions on nose, forehead and back of head. Patient did not experience any symptoms before losing consciousness. Patient was taken by ambulance to the hospital. In the ambulance, patient's blood glucose was 24mg/dl on unknown meter. Patient was given IV glucose, after which patient regained consciousness. Three days later, patient was discharged from the hospital. On day before event, patient's blood glucose was 244mg/dl at 10:30 pm and dosed with 8 units of actrapid. On the day of the event, patient's blood glucose was 232mg/dl at 11:00 am and dosed with 32 units of actrapid. Patient reportedly decided to dose with more insulin on day of event to correct the high blood glucose of the previous evening. Patient's insulin regimen requires patient to dose with 6-10 units actrapid before lunch, plus 1 unit for each 20mg/dl increase. Patient apparently overdosed by 17 units of actrapid. Actrapid is a short acting insulin where peak serum levels are seen 60-120 minutes after dosing. No information available at this time to indicate that meter malfunctioned. Meter has been replaced.